Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. As reported, the patient on or about (B)(6) 2005 underwent placement of the optease vena cava filter. Per the patient profile form (ppf), the device was implanted due to deep venous thrombosis (dvt) with developed bleeding complications. The patient is reported to have tolerated the index procedure well and without immediate complications. The filter subsequently malfunctioned, perforated the inferior vena cava (ivc) wall and caused injury and damages to the patient, including, but not limited to blood clots, clotting and occlusion. As a direct and proximate result of these malfunctions, the patient suffered injuries and damages, which required medical care and treatment. The patient is reported to continue to experience anxiety that is treated with medication, pain in the left leg, abdominal pain, pain in the right hand, and shortness of breath. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was also reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Blood clots and occlusive thrombosis within the filter do not represent a device malfunction. Pain and anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the patient profile form (ppf) indicates the device was implanted due to deep venous thrombosis (dvt) with developed bleeding complications and ivc filter placement was preferred. The patient is reported to have tolerated the index procedure well and without immediate complications. The patient is reported to continue to experience anxiety that is treated with medication, pain in the left leg, abdominal pain, pain in the right hand, and shortness of breath. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported by the legal brief, the plaintiff on or about (B)(6) 2005 underwent placement of the optease vena cava filter. The filter subsequently malfunctioned, perforated the inferior vena cava (ivc) wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.  The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and thrombosis within the filter or ivc does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Vessel damage is a known complication of ivc filter implantation add is addressed in the instructions for use. A clinical conclusion could not be drawn between the device and the event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the plaintiff on or about (B)(6) 2005 underwent placement of the optease vena cava filter. The filter subsequently malfunctioned, perforated the inferior vena cava (ivc) wall and caused injury and damages to the plaintiff, including, but not limited to blood clots, clotting and occlusion. As a direct and proximate result of these malfunctions, the plaintiff suffered injuries and damages, which required medical care and treatment.